Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No picture has been received to confirm the reported issue. The product analysis can't be performed as the product was not returned and discarded. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, the cement come off from the bag which was found not properly sealed when the packaging has been opened. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the surgery, the cement come off from the bag which was found not properly sealed when the packaging has been opened. No adverse events have been reported as a result of the malfunction.